Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the right cylinder. A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the right cylinder. A new ipp device was implanted.